Event description:
Customer inquiries evaluated the returned aviva system and discovered a display issue, where a segment was missing from the number result field. The customer was unaware of the alleged display issue, when he called the manufacturer. No actions or treatments were reported. No adverse event reported. The suspect device was already returned and replacement product was sent.